Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and rv lead exhibited high shocking lead impedance measurements, greater than 125 ohms. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported. Additional information was received that no commanded shock test was performed, the clinic will be following the patient closely.